Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer indicated that the pump began charging again but then disconnected the call. Technical support attempted to follow up but was unable to leave a voicemail. Upon follow up patient confimed pump began to charge.